Event description:
It was reported that the plastic pieces on sizing and rotation guide cracked and broke from normal use over time. Items were removed and new set was open prior to case. No delay, no impact to patient.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was returned. All available product photos were reviewed. Based on the information provided, the broken condition can be confirmed, due to the knob broken off from the piece. No other issues were identified. Depuy synthes considers, the investigation closed at this time. Should additional information be received, the information will be reviewed. And the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.